Manufacturer narrative:
Philips authorized repair facility technician (rft) performed diagnostic testing on the device speaker and found that the device speaker was producing audio when tested. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem of no audio was not confirmed. The speaker was proactively upgraded and the device was returned to the customer.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that they were receiving an error message stating that the device speaker was not working. The customer confirmed that the device is not producing any audio. The device was not in use on a patient at the time of event, there was no patient involvement.